Manufacturer narrative:
Unit passed displacement test. However unit alarmed motor error during basic occlusion test and unable to prime during prime / a33 test due to faulty fsr (gold). Unable to perform occlusion test or excessive no delivery test due to motor error alarms. The motor was tested outside the device and passed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had motor error alarm but displacement test was pass. Blood glucose was 330 mg/dl. The insulin pump will be returned for analysis.